Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3389s-40, lot# v801522, implanted: (B)(6) 2011. Product type: lead: product ID 3389s-40, lot# v742351, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that when a patient turned her device back on several months before the report, she felt a jolt go through her whole body. The device was currently on and okay. The reporter stated that the patient had no other issues with the therapy and it was working well.